Event description:
It was reported that the patient's hemoglobin was slowly dropping post operation with no signs or symptoms of overt bleeding. The patient was transfused with 3 units of packed red blood cells on (B)(6) 2020. On (B)(6) 2020 the patient developed atrial fibrillation with rapid ventricular response requiring IV amiodarone bolus and IV amiodarone gtt. On (B)(6) 2020 the patient again required IV amiodarone for rapid ventricular response and adenosine intravenous pyelogram (ivp). On (B)(6) 2020, the patient had persistent atrial fibrillation with rapid ventricular response and the patient was cardioverted with 150 joules and converted to sustained release. On (B)(6) 2020 amiodarone IV was discontinued and po reinitiated.

Manufacturer narrative:
Section d4: upon investigation, the previously provided lot number was found to be incorrect. The correct lot number was requested, but was not provided. Manufacturer's investigation conclusion: a direct correlation between the reported events and the centrimag device could not be determined through this evaluation. It was reported that the patient hemoglobin was slowly decreasing post operation on (B)(6) 2020, with no signs or symptoms of overt bleeding. The patient was transfused with 3 units of packed red blood cells (prbcs) on (B)(6) 2020. The event reportedly resolved on (B)(6) 2020. It was also reported that the patient developed atrial fibrillation with rapid ventricular response (rvr) requiring an intravenous (IV) antiarrhythmic medication bolus on (B)(6) 2020. On (B)(6) 2020, the patient again required IV antiarrhythmic medication for rvr. On (B)(6) 2020, the patient had persistent atrial fibrillation with rvr and the patient was cardioverted and converted to sustained release medication. On (B)(6) 2020 IV antiarrhythmic medication was discontinued and re-initiated orally. The arrhythmia event reportedly resolved on (B)(6) 2020. It was reported that the reported arrhythmia did not result in clinical compromise. The arrhythmia was sustained. The arrhythmia was reportedly existing prior to centrimag implant. It was reported that the patient was weaned from centrimag support post-transplant. Multiple requests for additional information, including the return status and lot number of the device, were sent to the customer; however, no response has been received at this time. The centrimag blood pump instructions for use (IFU) lists bleeding and cardiac arrhythmia as adverse events that may be associated with the centrimag circulatory support system under ¿adverse events¿. This IFU also provides the following warnings and cautions: IFU warning #7: it is intended that systemic anticoagulation be utilized while this device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. IFU warming #10: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. The lot number of the device was not provided; however, the reported event and subsequent investigation do not indicate an issue with the manufacture of the product. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's arrhythmia existed prior to the cmag implant. The patient was weaned from the cmag post transplant.